Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing and cartridge tubing were discolored. There was no impact to blood glucose. Reportedly, the customer declined further troubleshooting with tandem's technical support.